Manufacturer narrative:
The technician isolated the issue to a sticking head up/down buttons on the right head siderail ucm circuit board. The technician replaced the siderail ucm circuit board to repair the bed.

Event description:
Information received indicates the head up function is not working.